Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication displayed (b30 error), and dirt was found in the objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to a data error of the scope ID, a b30 error occurred, and then no image was displayed. The objective lens dirt was an environmental problem. The malfunctions were traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited no picture during inspection for use for an unspecified procedure. There were no reports of patient involvement.